Manufacturer narrative:
An event regarding periprosthetic fracture following a fall involving an accolade ii stem was reported. The event was confirmed. Device evaluation and results. The returned device was unremarkable with some adhered biological matter noted on the device. Medical records received and evaluation. The provided x-rays confirmed the reported fracture however were rejected for review by a consulting clinician. The initial operative reports and patient history would be required to provide a meaningful dictation for this case. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions based on the information provided the root cause of the periprosthetic fracture is presumed to be the fall suffered by the patient. The returned femoral stem was unremarkable. No further investigation for this event is possible at this time.

Event description:
It was reported that patient was revise on a right hip due to femur fracture. Patient got out of bed without assistance and fell.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient was revise on a right hip due to femur fracture. Patient got out of bed without assistance and fell.